Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced refractive surprise, over/under correction and excessive vault. Lens was explanted. Replacement lens of a shorter length and different power was implanted. Cause of the event was reported as patient related factor.

Manufacturer narrative:
H11: Manufacturer Narrative: Over/under correction and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (b)(4).